Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. The insulin pump received with intermittent buttons due to corroded keypad traces. The insulin pump received with cracked case at display window corners, cracked battery tube threads and severely scratched display window.

Event description:
It was reported by the customer's mother that the insulin pump's act button was unresponsive to inputs. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 204 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.